Event description:
The nurses were taking care of the patient and noticed that there was no alarm on the invasive pressure for the diastolic pressure.

Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation. Preliminary results support that the device not malfunction. A supplemental report will be submitted once the investigation is completed.